Manufacturer narrative:
This report is associated with MFR report number: 3005168196-2017-01481.

Manufacturer narrative:
The product was disposed of by the hospital and is no longer available for return. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils). During the procedure, the physician experienced resistance and was unable to advance two smart coils out of their introducer sheaths and into the hub of a non-penumbra microcatheter. Therefore, the introducer sheaths containing the smart coils were removed and the procedure was successfully completed using another smart coil. There was no report of an adverse effect to the patient.